Event description:
Payton's father, seth, reported that payton's pump screen cracked during a vacation, rendering the pump inoperable. There was no adverse impact on payton's blood glucose level. Since the pump was out of warranty, seth inquired about repair options or whether a new pump was the only available solution.